Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that one day post implant, this atrial lead was sensing the ventricle and was found to have dislodged. A revision procedure was performed and the physician was already turning the helix mechanism when fluoroscopy was turned on; however, the boston scientific representative stated that the helix did not look like it was extended fully at the original implant. The helix would not extend during repositioning efforts and the lead was removed from the patient. The helix extended appropriately on the side table but would still not extend in the body and subsequently would no longer extend once pulled out of the body a second time. A replacement passive fixation lead was implanted without further incident. No additional adverse patient effects were reported.